Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
During manufacturers laboratory investigation a visual inspection of the oxygenator was performed. Thereby no clotting was found. During a tightness test a leakage at the sensor on blood inlet connector was found, sensor was glued for performing further tests. Another tightness test was performed. No more leakage occured. This additional malfunction will be handled through a designated maquet cardiopulmonary trending and applicable investigation process. Oxygenator was tested for its pressure drop performance regarding lv009. Thereby a pressure drop during maximum flow at a blood-gas-ratio 1:1 max. L00 mmhg was performed. Oxygenator passed successfully the pressure testing. Therefore the reported failure could not be confirmed. Investigation is still pending. As soon as further information becomes available supplemental medwatch will be submitted.

Event description:
(B)(4). This #1 follow-up is being created because a #1 follow-up was mistakenly not done december 16, 2015 but instead a #2 follow-up was submitted.

Manufacturer narrative:
During manufacturers laboratory investigation a visual inspection of the oxygenator was performed. Thereby no clotting was found. During a tightness test a leakage at the sensor on blood inlet connector was found. Sensor was glued for performing further tests. Another tightness test was performed. No more leakage occurred. This additional malfunction will be handled in an additional complaint. Furthermore the data is handled through a designated maquet cardiopulmonary trending and applicable investigation process. Oxygenator was tested for its pressure drop performance regarding lv009. Thereby a pressure drop during maximum flow at a blood-gas-ratio 1:1 max. 100mmhg was performed. Oxygenator passed successfully the pressure testing. Therefore the reported failure could not be confirmed. Investigation is still pending. As soon as further information becomes available a supplemental medwatch will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A DHR review was initially requested on 09/10/2015 and performed on 09/25/2015. However, the product details for the complaint (B)(4) were confused with (B)(4), due to an error in identifying the sample being returned. As a result, the DHR review requested was not valid for this complaint, and a new DHR review was requested on 06/16/2016. The DHR review found no failed steps during manufacture. According to the customer, a maquet product was not related to/did not contribute to the reported patient death. This is consistent with conclusions drawn from the available information, the DHR review and the test results from the investigations that do not indicate that the product in question was contributory to the reported patient death. The cause of this failure was determined not to be attributed to a device related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted.

Event description:
(B)(4). The initial medwatch and the 2 follow-ups were previously submitted on paper under MFR report # 8010762-2015-00697 and uf/importer # (B)(4).